Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the DHR review and root cause analysis, the probable could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage to the lens. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: 20.50 se/2.0. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer? No. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusion: based on the complaint history and work order search, unable to confirm complaint. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a aa4203tl 20.5 se/2.0 diopter silicone single piece lens with toric optic. Lens was received damaged. Lens had scratches on it. It was noticed prior to loading lens into the cartridge. There was no patient contact.